Manufacturer narrative:
Continuation of medical devices: c6tr01 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac resynchronization therapy pacemaker (crt-p) pocket infection. It was noted the epicardial left ventricular (lv) lead exhibited a high pacing threshold and low impedance. The lv lead was partially explanted and the crt-p system was removed and replaced. No further patient complications have been reported as a result of this event.